Event description:
It was reported that pump experienced malfunction alarm and caller stated pump could not be taken out of storage mode, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer had already begun pump reset process before calling, technical support provided additional reset information and assistance with bringing pump out of storage mode, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.